Event description:
It was reported that this product was part of a system revision due to infection. The pulse generator was removed from the patient and interfaced to a right ventricular (rv) lead that was temporarily implanted due to the dependency of the patient. A replacement system will be implanted once the infection is resolved. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.